Event description:
It was reported that a boston scientific representative contacted the technical services team indicating that they were not able to save reports to a usb drive or to the stored sessions on this programmer, as the copy data function was not available and when they attempted to end the session, a glitch appeared to happen. The programmer was returned for analysis.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The programmer was powered on and it was confirmed that the touchscreen was intermittently unresponsive due to not detecting touch inputs. An error code was recorded in the programmer's logfile, related to a memory-related matter when trying to retrieve episodes from implantable device's memory. The correct response to the user is to reboot the programmer. The programmer was then disassembled, and it was determined that the cause of the touchscreen becoming unresponsive during use was due to the water detection feature within the programmer's lcd touchscreen assembly. Various inputs can induce false positive detections of this water detection feature, which then results in an unresponsive touchscreen. The field observation of difficulty to save reports to usb drives was not confirmed during detailed analysis, as the programmer was able to save reports. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received.